Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was ¿resetting¿. No further information was provided. Attempts by customer technical support to follow up with the reporter for troubleshooting were unsuccessful. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the pump powered on normally with functional auditory and vibratory alarms. A review of the black box and pump histories did not show any errors, alarms, or warnings related to the complaint. No defects were found during investigation. The pump functioned properly and the complaint could not be confirmed or duplicated.